Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer may have had a low blood glucose event, although it was unconfirmed. The caller stated that the customer seemed aloof, speaking unintelligibly with slurred speech. The customer disconnected the call before the details of the event were gathered. An emergency responder was summoned to the customer's home to check on him. The caller was still waiting to see whether this was a low blood glucose event or not. The customer later reported that his family member had answered the call previously and did not speak english; he reported that this was the reason why he did not sound like himself. The blood glucose reading was not provided. Nothing further reported.